Manufacturer narrative:
The reported event of false pause episode was confirmed. Based on the information provided, the episode passed the under-sensing discriminator due to low r wave amplitude and egm signal characteristics. No device malfunction was found.

Event description:
Additional information received noted that the under-sensing event was noted remotely via merlin.net. The patient was in stable condition.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. The condition of the patient is unknown.